Event description:
It was reported that an intima tear occurred. Procedure summary: vascular access was obtained via right transfemoral approach. A 14f isleeve introducer sheath was placed. No resistance was felt during inserting the 14f isleeve introducer sheath into the patient. An acurate neo valve delivery system was advanced through the 14f isleeve introducer sheath with no resistance felt. The acurate neo valve was implanted. The 14 f isleeve introducer sheath was removed. A dye injection performed on the left side noted that a chunk of calcium caused a blockage of the right femoral intimal tear below the access site. A mini cutdown and ballooning was performed to repair the femoral. Following repair, the femoral was clean and patient. The patient was doing well post procedure.